Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb port of the pump was damaged. Reportedly, the metal piece of the charging cable broke off and was stuck inside the port area of the pump. The customer's blood glucose level was not impacted.